Event description:
Caller reported performing comparison tests with the freestyle meter and results of 474 mg/dl and 74 mg/dl were given. The tests were reported to have been performed on the finger. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. No adverse event was reported as a result of these readings.